Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (30901821) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization targeting a peripheral gastroduodenal artery to stop a bleed, after the guiding catheter, diagnostic catheter, and microcatheter were advanced to the target lesion, a cerenovus coil was implanted. The complaint coil, a 2.5mm x 5cm galaxy g3 xsft (glx122505 / 30901821) was to be implanted as the second coil; the coil was used as usual, and ¿suddenly lost of response at hand during embolization maneuver at the target lesion. Fluoroscopy screen showed that the push/pull of the delivery wire did not correspond to the behavior of the coil. When slowly pulled the delivery wire, the coil did not follow and was early detached in the mc. Since about 1cm of the coil remained in the mc, flushed with normal saline and the coil was successfully implanted.¿ three coils were subsequently implanted as confirmed by angiography and the procedure was completed. Continuous flush was maintained during the procedure. There was no report of any negative patient impact. On 16-apr-2024, additional information was received. The information confirmed the coil was implanted. The coil did prematurely detach at the detachment zone on the device positioning unit. The coil did not become separated into two or more pieces. There was no evidence of reduced / restricted blood flow in the parent vessel.